Manufacturer narrative:
Findings: pump received with no button response due to moisture damage one electronic assembly. No button error alarm noted during testing. Unable to verify for bolus delivery units due to no button response. Moisture damage was found on motor assembly. Pump received with cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.